Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the device themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the pacing threshold value at 1.8v. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the varying sensing amplitude between 2.5mv and 4mv. The analysis of the provided iegm episodes revealed intermittent loss of capture in the lv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observations. An analysis of the leads themselves would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 85 months, "undersending" on the left ventricular channel was observed. The lead was capped.